Manufacturer narrative:
Additional devices implanted and involved in this event: pxc141400/8777320, pxc141200/8130998, pxc201000/8897105, pxc201400/8378649, and pxc141400/8954854. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component with aneurysm enlargement of an unknown amount. It was reported the physician recommended the patient be treated for the endoleak with endovascular treatment. The patient reportedly refused follow-up treatment. On (B)(6) 2017, the patient presented to the hospital with a ruptured aortic aneurysm. An unknown amount of blood loss was reported. It was reported all of the gore devices were explanted and the patient¿s aorta was repaired surgically. The patient tolerated the procedure.